Event description:
The customer reported via phone call that the insulin pump alarmed button error after she had the insulin pump in her bra. The customer's blood glucose was in the 300 mg/dl range, which was treated with the insulin pump. She stated that she checked her blood glucose, input her carbohydrates, and treated with 4 units of insulin. She noted that she had eaten doughnuts leading up to the event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received without button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker.